Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the screen of the console was blank. The unit was rebooted but the issue persist. The procedure was cancelled due to this event.